Manufacturer narrative:
The following information is additional information for a complaint reported under MFR# 3007981285-2016-87612 and was inadvertently included with the initial medwatch for this complaint (MFR# 3007981285-2017-10712) is being removed from: it was reported that the touchscreen has been intermittently unresponsive. Contact reported that the pump touchscreen response is frequently delayed when the user attempts to unlock the pump screen. Contact stated that this issue has been ongoing since (B)(6) 2016. Contact described that the pump will often take 10-15 presses of the number "1" on the lock screen in order to activate the number 2 in order to unlock the pump. Contact confirms that the pump is still functional as she has always been able to eventually unlock the pump screen and access pump features. Reportedly, the customer's blood glucose (bg) levels were not impacted. The customer reported that current pump would continue to be used for insulin therapy.

Event description:
Revised: contact reported that a couple of days ago, the touchscreen became cracked along the entire touchscreen. Contact is unsure how the screen became damaged. Reportedly, the customer's blood glucose (bg) levels were not impacted. The customer reported that current pump would continue to be used for insulin therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked and has been intermittently unresponsive. Contact reported that the pump touchscreen response is frequently delayed when the user attempts to unlock the pump screen. Contact stated that this issue has been ongoing since (B)(6) 2016. Contact described that the pump will often take 10-15 presses of the number "1" on the lock screen in order to activate the number 2 in order to unlock the pump. Contact confirms that the pump is still functional as she has always been able to eventually unlock the pump screen and access pump features. Additionally, contact reported that the a couple of days ago, the touchscreen became cracked along the entire touchscreen. Contact is unsure how the screen became damaged. Reportedly, the customer's blood glucose (bg) levels were not impacted. The customer reported that current pump would continue to be used for insulin therapy.